Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to the rv lead issues of inappropriate shock, noise, low impedances and oversensing. Should any additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.